Event description:
FDA medwatch report draft for depuy pinnacle ultamet and bair hugger infection role: patient device name: depuy pinnacle acetabular ultamet cup (johnson & johnson) 3m bair hugger warming blanket; manufacturer: depuy orthopaedics / johnson & johnson 3m; date(s) of device use / surgery: initial hip replacement surgery: (B)(6) 2024, revision surgery with antibiotic spacer: (B)(6) 2025, bair hugger warming blanket was used during all three surgeries (dates available in operative reports) description of the problem: I underwent a right total hip replacement using the depuy pinnacle ultamet acetabular cup on (B)(6) 2024. The surgery resulted in an intraoperative fracture and post-operative complications including a severe staph infection. This infection required a revision surgery on (B)(6) 2025, during which an antibiotic spacer was placed, and I have been on prolonged IV antibiotics since. My operative reports confirm that the 3m bair hugger warming blanket was used during all three surgeries. I have suffered significant pain, limited mobility, and emotional distress. The infection and implant failure have severely impacted my quality of life, requiring multiple surgeries, extensive antibiotic treatment, and ongoing disability accommodations. I believe the infection and implant failure are related to the defective design of the depuy pinnacle ultamet cup and the use of the bair hugger warming blanket, which has been associated with increased infection risk in some cases. Outcome: multiple surgeries including implant removal and revision six weeks (and ongoing) of IV antibiotic treatment via chest catheter severe and chronic pain and disability unable to perform daily activities or maintain my previous lifestyle additional information: operative reports, imaging studies, and physician notes are available upon request to substantiate the timeline and medical treatment. Reference reports: mw5171305, mw5171307 and mw5171308.